Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high threshold and post sensed t wave oversensing. Upon interrogation the lead was found to be dislodged. The patient was brought to the operating room for lead revision. During the procedure the helix would not extend. The lead was explanted and replaced. The patient was stable before, during and after the procedure.